Event description:
It was reported that the implantable cardioverter defibrillator exhibited delayed mode switching due to atrial undersensing. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.